Event description:
A graft implanted in aorto-iliac position for repair of an abdominal aortic aneurysm in 2000 was found to have partially occluded (i.e. Left side) in 2001. A graft thrombectomy was performed, however, the flow was not adequately restored. An angiography was then performed to investigate the absence of blood flow. A graft defect was evidenced by the angiography. Note that the exact nature of the defect is unknown and more details have been requested from the physician. The flow was finally restored after further intervention (balloon angioplasty + stent placement).